Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient has been experiencing intermittent "shocking sensation" , and has never had issues with stimulation since implant in 2011. The impedances were all within normal limits. The patient has an appointment on (B)(6) 2018 to see if the lead has moved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was doing really well and getting pain relief with the new program they were given during the reprogramming session.